Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that, when the pump was started, an alarm sounds saying the cassette is disconnected for no apparent reason. There was a delay in therapy, but there was no patient injury reported.

Manufacturer narrative:
Other, other text: additional information h6, h10, updated d4 catalog number. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Five samples were received in used condition, decontaminated and inside in a plastic bag. The samples were visually inspected at 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples received did not present any damaged, kink, cut or condition that could cause failure mode. Samples were received without a blue clip and without a white cap. During the functional testing the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause was determined due to the complaint not being confirmed. The actions taken were not performed due complaint was not confirmed.